Event description:
It was reported that patient was revised on a right hip due to infection.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown trident insert 36 mm. Other devices listed in this report: cat. No.: unk, lot code: unk, unknown v 40 head 36mm; cat. No.: unk, lot code: unk, unknown trident psl cluster 52 mm; cat. No.: unk, lot code: unk, unknown accolade stem size 3.5; cat. No.: unk, lot code: unk, unknown 6.5 bone screw 20mm; cat. No.: unk, lot code: unk, unknown 6.5 bone screw 25mm. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.